Event description:
It was reported through a clinical study that the patient had been revised due to a popping sound in the right knee. Intraoperatively the surgeon came across a piece of bone about the size of end of pinkie which was removed as well as did debridement of posterior capsular scar tissue which may have contributed to popping sound. Tibial liner has been replaced but was noted that the liner was well fixed and had not dislodged.

Manufacturer narrative:
Correction based on new information received.

Manufacturer narrative:
(B)(4).